Manufacturer narrative:
Please be advised that per the new matrix, this event is now reportable. Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the product would not drain when connected to the manometer. The doctor assessed as malfunctioning. This occurred intra-operatively without any adverse consequences to the patient. The surgery was not delayed for more than 30 minutes.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and biological debris was noted inside the valve. An occlusion was also noted. No occlusions were noted in the siphon guard or catheter. No leaks were noted. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.